Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion, unspecified device issue. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative left-sided device extrusion and unspecified device issue. The patient reported that the left implant was coming out through the stitches. In addition, the patient stated that her implant was defective. However, it is unclear what type of defect the patient experienced with the device. As a result, the patient underwent unilateral removal and replacement with a 425cc mentor memorygel breast implant (catalog #: 3504254bc, left serial #: (B)(4)) on (B)(6) 2015. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.